Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. There were no irregularities noted at the tip region of the lead that would have contributed to dislodgment.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead has had inappropriate anti-tachycardia pacing (atp) and one shock from oversensing. The physician determined that the lead had pulled back. The lead was explanted and a new rv lead implanted without issue. There were no additional adverse patient effects reported.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Event description:
--